Event description:
A chain jam, which detached the top chair gaurd cover, has occurred twice within 6 days. The pt had to be manually lifted off the chair, but injury has not been suffered by either pt or care assistant.